Event description:
It was reported that a high blood glucose level displayed as "high"; although specific value was unknown. Cause was not known. The customer attempted to correct the high glucose level by administering a correction bolus via the pump and intended to replace the tubing, resuming insulin delivery independently. Customer assistance was provided by inspecting the site but declined further actions such as removing the infusion set. There were no additional issues reported, and the customer will contact support again if further troubleshooting is needed.